Event description:
Additional information received reported that the cause of the event was a urinary tract infection (uti). It was stated that the patient had a uti and that it had "nothing to do with stimulation." No further information was provided.

Event description:
It was reported that the patient was "experiencing numerous" bladder infections. Anti-biotics were used and intravenous anti-biotics may have been used if the original medication was unsuccessful. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v394067, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(6), product type programmer, patient. (B)(4).